Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a miniarc single incision sling system " to treat pelvic organ prolapse and/or urinary incontinence". It was alleged that the plaintiff "began experiencing pain, infections, pain with sexual intercourse, and urinary problems", "returned to her physicians several times," "suffered and continued to suffer, serious bodily injury and harm," and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.